Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same procedure.